Event description:
The customer reported to olympus gastrointestinal videoscope drainage failure. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: a foreign object in the nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. In addition to the reportable malfunction, the device evaluation found: due to clogging of nozzle, water removal ability did not meet the standard value; due to wear of angle wire, the play of the upward/downward angulation control knob was out of the standard value and the bending angle in up direction did not meet the standard value. The control unit had discoloration; and the following had a scratch: the forceps elevator lever, the forceps elevator knob, the right/left knob, the upward/downward angulation control knob, the image guide protector, the switch box, the scope cover, the suction connector, the universal cord, the grip, the suction cylinder, the scope connector cover unit, and the control unit. The cleaning, disinfection, and sterilization (cds) was performed by the customer. The scope was reprocessed before being sent to olympus for repair. The customer did not know what the foreign material was. There was no delay to starting precleaning, the air/water nozzle was flushed with air and water, the nozzle was wiped/brushed, and the nozzle was flushed with a detergent solution during reprocessing. No abnormalities reported in the accessories used for reprocessing. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been less than 1 year since the subject device was manufactured. Based on the results of the investigation, a definitive root cause cannot be identified. This issue is addressed in the instructions for use (IFU): the operation manual describes how to inspect for the subject event in ¿chapter 3 preparation and inspection, section 3.3 inspection of the endoscope and section 3.8 inspection of the endoscopic system¿ as below. [Inspection of the endoscope]; inspect the air/water nozzle at the distal end of the endoscope for any irregularities such as abnormal swelling, bulges, and dents. [Inspection of the objective lens cleaning function] inspection of water feeding function; keep the air/water valve¿s hole covered with your finger; depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens. Olympus will continue to monitor the field performance of this device.